Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID tm90q0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that the pump began alarming this morning. The patient stated that he was sleeping on a chair and thought maybe he was in a bad position and maybe kinked the catheter and the pump had alarmed a couple of times and then it stopped. The patient stated that he was not sleeping on anything magnetic, and the chair was a regular straight back chair and there are no magnets on/in it. He did not have any recent magnetic resonance imaging (MRI's). The patient stated that his next pump fill is in about 2.5-3 weeks. The agent reviewed/ reviewed pump alarms and redirected the patient to a healthcare provider. The patient stated that he called the home nurse who was coming to check the pump today. The patient asked where he can see the reports to confirm why the pump was alarming. The agent reviewed and suggested having the nurse call in and speak to tech while she was with the patient. The patient tried to connect to the pump to see if the pump and the controller were working together and they got an error message on the handset that said restart application. The patient did not know what the code was. However, the patient was able to restart the application and eventually the handset was showing his normal anticipated lockout of 4 hours. The patient stated that he has seen this error message before. The patient confirmed that when he tried to bolus and whileon the call there was no notification in the bell in the upper right-hand corner of the handset. The patient will call back if they need additional assistance. Additional information was received from a consumer (con) stated that they were stuck at 90 percent for "about a minute" before connecting. The agent reviewed with the patient. Additional information was received from a consumer (con) stated that the patient position while sleeping caused a temporary blocking of the catheter and set the alarm off. Action: once the patient woke up, the issue was resolved.